Event description:
The physician had problems with a few patients who used ptms (personal therapy managers). These patients had higher volume discrepancies than expected during pump refills. The physician felt that it was possibly a communication issue from the ptm to the pump. The reporter had no additional information regarding the patients/events. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).